Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the surgeon was using the device around the round ligament and he started receiving error, reposition jaws. The surgeon kept using the device and received the error about four times, then he received replace instrument. Another device was used to complete the case with no patient consequence.

Event description:
After a review of the file, this event is not reportable.

Manufacturer narrative:
(B)(4) 2012. Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the jaw bent. During functional testing, arcing (sparks) were noticed and the ptc started to become damaged from the arcing. As a result, the "reposition jaws and reactive" message was displayed on the generator indicating an open circuit. The arcing occurred from the metal to metal contact as result of the bent top jaw touching the bottom jaw. It is possible that the jaw damaged (bent) could have been damaged due to excessive force and torsion being applied.

Manufacturer narrative:
(B)(4).